Event description:
A 6f angio-seal vip vascular closure device was selected for use. The device was properly assembled. The first click was achieved, and the pull back click was achieved to position anchor against the vessel wall. During the tamping step, the entire device except for the anchor came out of the patient. Visual inspection of the angio-seal device confirmed the anchor was the only piece missing, and was presumed to be in patient. Hemostasis was achieved through manual compression. The patient returned several days later presenting with right groin pain and swelling. No attempt was made to retrieve the anchor as ultrasound revealed adequate blood flow. Patient was treated for pseudoaneurysm with fibrin injection. Patient is stable and was discharged.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. A review of the device history record was not possible since the batch number was unavailable. Based on the information received, the cause of the reported incident could not be conclusively determined. The angio-seal device instructions for use (IFU) caution that a pseudoaneurysm is a possible risk associated with the use of the angio-seal device or vascular access procedures. If suspected, these conditions may be evaluated with duplex ultrasound. When indicated, ultrasound-guided compression of a pseudoaneurysm may be used after the angio-seal device has been placed. The angio-seal device instructions for use (IFU) instructs the user that erratic, vigorous tamping or excessive upward tension on the suture may result in collagen placement in the artery or anchor breakage. The angio-seal device instruction for use (IFU) cautions that if anchor fracture or embolism is suspected, the device should be examined to determine if the anchor has been withdrawn. If bleeding occurs, apply manual or mechanical pressure to the puncture site per standard procedures. If the anchor is not attached to the device, monitor the patient (for at least 24 hours) for signs of vascular occlusion. Should ischemic symptoms appear, treatment options include thrombolysis, percutaneous extraction of the anchor or fragments, or surgical intervention. (B)(4).